Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10 : unknown - unknown cement - unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient underwent a knee surgery and subsequently began to experience pain, hyperextension, and instability. The patient then experienced a fall without injury after his knee gave out and is currently walking with crutches and a knee brace. The patient has consulted with several surgeons with recommendations for a revision. No revision is currently planned as the patient is seeking the best route before proceeding. All available information has been provided.

Event description:
It was further reported that the patient was revised due to pain, instability, and hyperflexion. The patient was revised to a hinge knee. The surgeon noted that a mc poly was used with a ps femur by the previous surgeon. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b2; b3; b4; b5; d2; d6b; e1;g1; g3; g6; h1; h2; h6. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. H6 : mechanical (g04) - femur. The event is confirmed. Visual examination of the provided picture identified explanted orthopedic components, including a polyethylene insert and a femoral component. The femoral component exhibits discoloration and residue, indicative of biological material. The device history record was reviewed and no discrepancies relevant to the reported event were found. Operative notes provided and reviewed state that the patient reported recurring symptoms of hyperextension, instability resulting in a non traumatic fall, and a gradual, intermittent onset of pain. Contributing factors, including the patient¿s significant spinal pathology, posture issues, and obesity, may exacerbate knee hyperextension. Multiple medical evaluations were performed and the patient was revised. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.